Event description:
This pi is for the initial case on 21/june/2024. On friday 6/21 there was a rtha 4.1 and the cup ended up almost vertical, I would estimate 60-70 degrees of inclination. I was not in the case, but from what I was told both the robot and the bone were re-registered. This eventually led to a hip revision once the patient dislocated.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the initial case on (B)(6)2024. On friday (B)(6) there was a rtha 4.1 and the cup ended up almost vertical, I would estimate 60-70 degrees of inclination. I was not in the case, but from what I was told both the robot and the bone were re-registered. This eventually led to a hip revision once the patient dislocated.

Manufacturer narrative:
Reported event: an event regarding incorrect placement involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected on and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.